Event description:
Customer reported a blank display on the passport 2 monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative reprogrammed the cpu board and reseated cables. Calibrated and safety tested unit to factory specifications.